Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had experienced their s-ICD shift up toward their pectoralis muscle. The patient advocate reached out on behalf of the patient to the patient's physician and the patient could been seen in-office in approximately two weeks for device evaluation. Additionally, the patient advocate reached out to technical services (ts) for advice regarding next steps. Ts recommended the patient follow up with their physician regarding device evaluation and next steps. No symptoms were reported. At this time, no evidence to suggest the patient has undergone a revision procedure. No adverse patient effects were reported.